Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B) (4) no anomalies found; the outer insulation was kinked/buckled. The full lead was returned and analyzed.

Event description:
It was reported that prior to implant of the lead, the physician tried several times to extend the lead helix. Then it was impossible to retract it. The lead was not used. There were no patient complications reported as a result of this event. The patient's status was reported to be good.